Event description:
The customer is unsure of the accuracy of the non-invasive blood pressure (nbp) measurement because the user continued to get nbp values even after CPR was stopped. The pt was coded and expired.